Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during surgery, six of the eight pins were missing from the universal oscillating saw attachment. There was no patient harm; however there was a delay in surgery for approximately 10 minutes. The procedure was completed with an alternate device.